Manufacturer narrative:
The investigation confirmed that higher than expected amon quality control results were obtained using vitros amon slides on a vitros 5600 integrated system. The most likely assignable cause of this event is an instrument issue related to microslide incubator contamination. There was no evidence to suggest a malfunction of the vitros amon reagent lot involved. Following completion of service actions to the microslide incubator subsystem of the vitros 5600 instrument, acceptable vitros amon performance was observed.

Event description:
The customer obtained higher than expected ammonia results on a single level of non-vitros biorad quality control fluid using vitros amon microslides on a vitros 5600 integrated system. Biorad l2 quality control results of 104.4 and 109.655 ¿mol/l vs. 85.0 ¿mol/l.biased results of the direction and magnitude observed may lead to inappropriate physician action, should they occur undetected on patient samples. There was no allegation of patient harm as a result of this event.(B)(4).